Event description:
In 2009, patient reported the infusion adapter will not screw onto the infusion device. Patient stated she changes the adapter within 10 cartridge changes. Patient reported, her blood glucose was in the 400's mg/dl range this morning. Patient's normal glucose range is 100 - 150 mg/dl. Patient reported, she injected 5 units of insulin by syringe to reduce her blood glucose levels. Patient reported, she checked her reading during the call with a result of 278 mg/dl. Advised patient to change the adapter. Patient stated, it was time to change the insulin cartridge; she stated she changed the insulin cartridge and the adapter. She reported, she primed until insulin flowed out the end of the existing infusion tubing and connected to the infusion site. Patient reported, she placed the infusion device into the start mode. She stated infusion device did not display any errors or occlusions. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation. On call back from patient a few days later, she reported once the adapter was changed, her blood glucose returned to target range.